Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Noise was unable to be recreated with patient isometrics and all subsequent pacing impedance measurements were noted to be stable and within normal limits. The noise was suspected to be related to electromagnetic interference (emi). The patient noted it was possible they may have been using their cellular phone during time the noise was recorded. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.